Manufacturer narrative:
Sections with additional information as of 18-sep-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 159, 185, 142, 140 and 177 mg/dl. The customer¿s expected am fasting blood glucose test result range is 101-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer pm fasting and produced test result of 105 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 159 mg/dl, date: (B)(6) 2023, time: 10:14am fasting. Result 2: 185 mg/dl, date: (B)(6) 2023, time: 10:00am fasting. Result 3: 142 mg/dl, date: (B)(6) 2023, time: 8:19am fasting. Result 4: 140 mg/dl, date: (B)(6) 2023, time: 8:18am fasting. Result 5: 177 mg/dl, date: (B)(6) 2023, time: 7:25am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention strips tested within 6 months passed within. Specifications: most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.